Event description:
Surgeons report of an exchange nail surgery due to loose nail. X-ray of pts implant shows a broken distal screw due to compaction of non-union, most likely caused by fwb on non-union.